Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hydrosealant of a 6/7f mynx control vascular closure device (vcd) remained attached to the distal end after the second button was pressed and the main body was withdrawn together with the 8f non-cordis sheath. Manual compression was then applied to complete hemostasis. There was no reported patient injury. The deployer completed three cases with the mynx device. The puncture site was accessed in a straight line to the artery. The vessel type was arterial, and the diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity or presence of peripheral vascular disease (pvd) or calcium near the puncture site. Button #1 and button #2 were fully depressed, and the balloon was fully deflated. Other procedural details were requested but were not provided. The device will be returned for evaluation, but the sealant was disposed of.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing/review. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the hydrosealant of a 6f/7f mynx control vascular closure device (vcd) remained attached to the distal end after the second button was pressed and the main body was withdrawn together with the 8f non-cordis sheath. Manual compression was then applied to complete hemostasis. There was no reported patient injury. The deployer completed three cases with the mynx device. The puncture site was accessed in a straight line to the artery. The vessel type was arterial, and the diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity or presence of peripheral vascular disease (pvd) or calcium near the puncture site. Button #1 and button #2 were fully depressed, and the balloon was fully deflated. Other procedural details were requested but were not provided. The device will be returned for evaluation, but the sealant was disposed of. A non-sterile 6f/7f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection revealed that button 1 and button 2 were both fully depressed. The stopcock was found open, and no syringe was received for this evaluation. The sealant was not returned for this evaluation. Regarding the sealant sleeves, no abnormal conditions were observed. Additionally, an 8f non-cordis catheter sheath introducer (csi) was returned but was not inserted on the device. The balloon was retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The simulated deployment test could not be performed, as the device was received in a fully deployed condition. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant remaining attached to the device during removal, especially since both buttons were fully depressed with no anomalies noted. However, procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Also, it was noted that an 8f sheath was used with the 6f/7f mynx control vcd. Per the indications for use within the IFU states, ¿the mynx control vcd is indicated for use to seal femoral arterial access sites while reducing times to hemostasis and ambulation in patients who have undergone diagnostic or interventional endovascular procedures utilizing a 5f, 6f or 7f procedural sheath.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the functionality of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.